Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room after receiving inappropriate high voltage therapy. Device interrogation revealed, the right ventricular (rv) lead exhibited oversensing of noise resulting in inappropriate shock. Fluoroscopy was performed, revealing the rv lead had dislodged. The lead was capped and replaced on (B)(6) 2020. The patient was asymptomatic during and post procedure and was discharged.